Manufacturer narrative:
Device investigation narrative - one fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessments of the device showed no ts or suture remains on the insertion needle or were returned for evaluation. The depth limiter is crimped at its distal end. The actuator is in its t2 post deployment position indicating a complete deployment. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. No root cause related to the manufacturing process can be established for the reported complaint of t2 not fixating. Further investigation is not warranted at this time. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that the t-2 implant was inserted but would not stay anchored. A backup device was available to complete the procedure. Due to device malfunction the procedure time was extended by more than 2 hours and a portion of the meniscus needed to be removed as a result of the malfunction.